Event description:
The report received indicates that the physician was to deploy a cypher select 2.75x18mm select plus stent, but the stent became dislodged while delivering it to the target lesion. There was no report of patient injury. Additional patient and procedural information has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure a cypher stent dislodged from the delivery system. The report received indicates that the physician was to deploy a cypher select 2.75x18 mm plus stent, but the stent became dislodged while delivering it to the target lesion. The device appeared normal prior to insertion into the patient. It was reported that there was resistance while advancing the device through the guide catheter and attempting to cross the target lesion. There was also difficulty tracking the device to the target lesion. The operator withdrew into the guide catheter and redelivered the device twice. No excessive force was applied to the device during manipulations. The stent was completely dislodged from the device; however, it was reported that the stent was eventually deployed in the target lesion. There was no report of patient injury. Additional patient has been requested multiple times, but has not yet been forthcoming. One non-sterile cypher select + 2.75 x 18 mm was received coiled inside a plastic bag on (B)(6) 2011. The stent was not received. The balloon had already been inflated. Crimping and bumping marks were observed on the balloon. Kinks were detected at 20.6 cm, 41.0 cm, and 68.5 cm from the proximal end; this condition on the shaft could be related to the way the unit was sent for the analysis. No other anomalies were found. During microscopic analysis, crimping and bumping marks were observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "stent dislodged-in patient" could not be confirmed; since there is evidence the balloon was already inflated, and crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. There is a control to detect kinks ((B)(4)) during the process. Therefore, no corrective or preventive actions will be taken. The reported failure "stent dislodged-in patient" could not be confirmed; since there is evidence of the balloon was already inflated, and crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Review of the information suggests that procedural issues, specifically the manipulation of the device may have contributed to the reported event.